Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump would shut off on its own several times even after inserting new batteries. The patient's blood glucose level was 271 mg/dl at the time of the call. The customer stated that they will call back at a later time regarding the issue. The customer did not have the insulin pump with them at the time of the call. The customer treated their blood glucose with manual injections. The customer did not return the product back for analysis.